Event description:
It was reported there is thread inside of the pivot and they allege that the thread has been stripped on the right arm causing the arm to hang down and not be connected any longer (tdxsp-cg power chair).